Event description:
It was reported that following a surgical procedure to the left shoulder, the patient continued to have pain. During a second surgery, the surgeon noted that the suture was no longer attached to the anchor eyelet.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manfacturer. Investigational findings: an evaluation was unable to confirm the reported probelm. This product was not returned for evaluation since it remains implanted in the patient's shoulder. A review of history for this product shows two other similar events for this failure mode. Conmed linvatec will continued to monitor this product for failures.